Event description:
It was reported that the console presented an s3 alarm during training that was unable to be cleared. The console was turned off and back on, and the alarm was still present.

Manufacturer narrative:
A1-a4 : there was not patient involvement, therefore patient information not applicable. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of s3 alarms was able to be confirmed. The centrimag 2nd gen. Primary console (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (05jan2023, 26oct2023 per timestamp). An s3 alarm was active on 26oct2023 and the s3 alarm reactivated. Multiple system restarts were recorded and after each restart, the s3 alarm reactivated. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The centrimag 2nd gen. Primary console was returned for analysis and was evaluated and tested und. The console was powered on and an s3 fault activated. The console was restarted multiple times and the alarm was unable to clear. The console was further investigated, and the issue was traced to the lmcebpx printed circuit board (pcb). The pcb was replaced, and the issue resolved. During further analysis, the lmcebpx pcb was inserted into a test fixture and an s3 alarm activated. The pcb underwent circuit analysis, and it was found that an internal component inside integrated circuit (ic) u902 was operating in an unclear state. This was discovered due to the output of the ic being below the expected voltage. The ic was probed via c929 resulting in the component to be discharged and reset. The alarm cleared after this reset and was unable to be reproduced. The fixture was restarted multiple times with no issue. The pump was able to be operated for an extended period with no alarms active. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag 2nd gen. Primary console (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual, rev. Lm section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was found in investigation that there was damage to the console overlay. Related MFR # 2916596-2024-00640.